Event description:
Event description boston scientific received information that this right ventricular lead dislodged and was explanted and replaced. The physician elected to replace the lead with an active fixation lead. There were no adverse patient effects.